Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. It was also reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.